Manufacturer narrative:
Samples were serum and centrifuged for 10 minutes at 3200 rpm. Qc was within the customer's established ranges during the event. On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse replaced the peri pump tubing as a precautionary step, verified reagent pipettor alignments and adjusted them as needed. The fse also performed a carryover test and high sensitivity system check which met specifications. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a hybritech prostate-specific antigen (hyb-psa) result above the normal reference range for one (1) patient. The result was reported out of the lab and was questioned by the physician. The elevated result was generated on a unicel dxi 800 access immunoassay system, used in conjunction with access hyb-psa reagent (lot 021026) and access hyb-psa calibrator (lot 022077). Repeat testing of the patient's sample on the same instrument generated a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.